Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - makinen, t.j. Et al (2017). Management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. The bone & joint journal, 99-b(5), 607-613. Doi: 10.1302/0301-620x.99b5.bjj-2014-0264.r3. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that a patient experienced a second failed cage and porous metal augment. On the second failure, the patient experienced ischial flange erosion into the external iliac artery. Vascular graft and resection arthroplasty were required. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported in a journal article that a patient experienced a second failed cage and porous metal augment. On the second failure, the patient experienced ischial flange erosion into the external iliac artery. Vascular graft and resection arthroplasty were required. The cage, wedge augment, and buttress augment were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.